Event description:
It was reported that the patient had high impedance detected on her vns system. The lead impedance was stated to be within normal limits on (B)(6) 2015 per clinic notes received. Additional information was received that the patient has not been receiving efficacy from the device since the high impedance result. The patient's device has not been disabled to date. No known surgical interventions have occurred to date.

Event description:
Additional information was received that there are no plans to replace the patient's device as the patient has reportedly not had any more seizures than they had before the high impedance.